Event description:
It was reported that the customer had issues with the insulin pump's sensor. The sensor glucose reading was 40-60 points off. The customer had pain at the site. His last blood glucose level was 180 mg/dl. The insulin pump went into threshold suspend. His belt clip broke. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.